Event description:
Patient passed away [death] case narrative: (B)(4) is a serious spontaneous case received from a health professional via the FDA in united states. This report concerns a patient (no patient identifiers reported) who passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration and dose, for unknown indication on unknown dates. The patient passed away on (B)(6) 2020. The medication expiration date was not reported. The patient died on (B)(6) 2020 due to an unknown cause. Action taken with euflexxa was not applicable. On (B)(6) 2020, the outcome of patient passed away was fatal. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5098107. 'His ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.